Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corrosion found on electronics. Insulin pump was unable to verify failed battery test alarm and perform displacement, basic occlusion, occlusion, prime and no delivery test due to blank display. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had been exposed to moisture from sweat and had a blank display shortly after. The blood glucose reading was 298 mg/dl. The customer declined troubleshooting for the blank display and for the failed battery test alarm. She treated with a manual injection. Advised discontinuation of the insulin pump. Nothing further reported.